Event description:
The pump was refilled on (B)(6) 2015. The erv (expected residual volume) was 2.5 ml and the arv (actual residual volume) was 1 ml. There had been no previous volume discrepancies. A partial pocket fill was discussed, but the reporter did not believe that to be the case. As of the date of this report, the patient was hospitalized with withdrawal and the reporter had just given the patient a bolus of meds. The device system was delivering compounded baclofen and morphine. It was later reported that the troubleshooting performed related to the volume discrepancy was ¿refill/rebolused¿.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0058202r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer indicated there was something not right with her pump and questioned how the alarms function. Her pump did not alarm even though the reservoir was empty. A volume discrepancy was reported; however the volume information was unknown. In (B)(6) 2015, the pump was empty, but she was not due for a refill the next day. This caused her to go into withdrawal and the patient experienced seizures and convulsions for 5-6 hours. The change in therapy/symptoms was sudden. There were no discrepancies noted on past refills. The healthcare provider (hcp) was playing with the medications to improve the therapeutic effect. The hcp reported the compounding company did not give the right amount of drug in the syringe. She thought the hcp only put in 5 ml in the pump, but did not change the reservoir volume from the 10 ml it had been programmed to prior to the adjustment. It was also noted the hcp also did not program the morphine into the 8840 either.